Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter is obstructed, it is not possible to inject the anesthetic. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter is obstructed and would not inject. The customer returned one snaplock adapter, one flat filter, one epidural catheter, and lidstock. The snaplock adapter and catheter were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned flat filter revealed the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Adhesive can be seen on the outer extrusion and biological material can be seen within the inner coils of the catheter especially at the distal end of the catheter. A manual flow test was performed using the returned components. A 20ml lab inventory syringe was connected to the returned flat filter, the returned snaplock adapter, and returned catheter. Using hand pressure, the water was injected. A very low flow could be seen exiting from the distal end. The flow other remarks: was reddish and once the flow cleared, the flow increased. A functional flow test was performed once again using the lab leak tester (c05176) on the returned sample per mrq 000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 4.0ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the catheter not being able to inject was confirmed based on the sample received. Biological material could be seen within the inner coils of the catheter especially at the distal end. After the catheter flushed the reddish biological material out, the returned components passed a functional flow test and met flow rate specifications. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the information provided, operational context caused or contributed to this event.

Event description:
The catheter is obstructed, it is not possible to inject the anesthetic. There was no patient injury.